Event description:
"S/p b sq mastx's for fcd with gel reconstruction. Pt had 2 prior benign bx's with mastectomy 49+fh positive pat gm with postmenopausal breast cancer. Pt had r open capsulectomy, rupture was found and replaced with above implant and steroids placed in pocket, implant migrated to waist. Since both were painful and contracted pt had removal. Both were found to be ruptured with only gel minimally cohesive. Pt was noted to have granuloma on l pectoralis minor. Pt also has systemic c/o's arthralgias, myalgias, fatigue, neurocognitive probs, etc."